Event description:
All lots have been pulled. Covidien dover silver coated 100% silicone urine meter foley tray has leaking drainage bags x3. Ref# 7006icll, lot # 2223120264. Tracking issues with components as well as kits.